Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 67-year-old male for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities included coronary artery disease (cad) and diabetes mellitus (dm). The patient¿s clinical state prior to initiation of support was reported as scai shock stage d, requiring inotropic support, vasopressors, systemic anticoagulation, and respiratory support. Following sheath exchange, bleeding was reported from the impella insertion site. The peel-away introducer sheath was removed, and the repositioning sheath was secured using best practice recommendations, including forward tension sutures and appropriate angle of insertion. Management included application of manual pressure and placement of a femstop device, resulting in reduction of bleeding to oozing. Blood products were administered. Activated clotting time (act) was reported to be greater than 250 seconds during the event. The medical team reported suspicion of a bleed of unknown etiology. At the time of the event, the impella cp device was operating at performance level p-8 with flows of approximately 3.5 l/min, as intended. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was infusing as intended. There were no reported device alarms, malfunctions, or performance deviations. The patient was subsequently successfully weaned from impella support, and the device was explanted. The patient survived to explant. Based on the available information, the impella cp device functioned as intended. The reported access site bleeding is most consistent with a procedure/access-related complication associated with large-bore arterial access and elevated act in the setting of systemic anticoagulation in critically ill patients